Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with disp.sciss.shaft. According to the customer report: ttwo of the individually packaged po888 instruments had ripped packaging within the outer cardboard box of 10. There was no damage to the outer box so shipping is not suspected. This incident did not occur in surgery. There was no patient harm. The malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about po888. The instrument are not available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: no product at hand. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably related to an improper transport of the product. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. It is also not clear what damage occurred exactly. According to the quality standard a material defect and production error can be excluded. There is the possibility for an improper transport of the product. There is also the possibility that the cause could be traced back to an increased load, e.g. Drops, impacts or similar, during transport or by handle with the product. A possible increased load could bent the packaging and this led to a damaged sterile packaging. Based upon our historically grown product experience a visible damaged sterile packaging could caused by an increased load. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.